Event description:
It was reported to philips that the images were displayed intermittently on the x-ray system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to additional information, the issue occurred during the procedure. The procedure was completed by moving the patient to another room. Philips received a complaint regarding intermittent image display. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The reported address city has been updated.